Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #6 l-cem; cat#5510f601; lot#c7n4d; triathlon prim cem fxd bplt #5; cat#5520b500; lot#dar2t; triathlon asymmetric x3 patella; cat#5551-g-320; lot#rjrt. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported, patient had left knee revision. Update (B)(4) 2018: revision due to possible infection. A cr insert was exchanged for a 5 x 9 cr insert.